Manufacturer narrative:
The customer reported issue was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer. A review of the device history record for sn (B)(4) was performed from date of manufacture 25nov2013 to the present date 17nov2020 and confirmed that this device was not previously returned for servicing and there were no production failures indicated on the source device.

Event description:
The customer reported the device had a broken bezel. It was reported there was no patient involvement.